Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed occurred due to faulty cable. The cause of the faulty cable could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged.¿ ¿never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the camera head had no image. The issue was found when preparing the device for use in a therapeutic cystoscopy procedure. No error messages were displayed. The customer noted this was a local camera that was in the locals rooms. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to a bad cable. This event is under investigation. A supplemental report will be submitted upon receiving additional information.